Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted and replaced (with different model) due to loss of stimulation and the ipg not communicating with the programmer. It was also reported the patient stopped using and charging the ipg for 6 months due to his pain going away. As a result, the ipg is inoperable. Stimulation was restored post-op.